Manufacturer narrative:
The cause of the discordant advia centaur xp (B)(6) result is unknown. The sample was not re-tested on either platform. The sample is not available for additional testing. A siemens field service engineer went on site and performed a total service call and found no problems with instrument performance. Quality control results were acceptable. The system was fully functional upon departure. No further evaluation of the system is required. The limitations section of the instructions for use (IFU) states the following: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6). Antibodies may be undetectable in some stages of the infection and in some clinical conditions."

Event description:
Customer obtained a non-reactive advia centaur xp hcv result that did not agree with historical testing. The physician questioned the result since it did not agree with historical testing. There are no reports that treatment was altered or prescribed or adverse health consequences due to the non-reactive advia centaur xp hcv result.